Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "unknown error" and then the screen turned completely yellow and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "unknown ECG error" and then the screen turned completely yellow and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: zoll medical corporation evaluated the device and the customer's report of the display showing all yellow was not replicated or confirmed. The device was put through extensive testing including debug and final testing without duplicating the report. An internal inspection resulted in no findings. The customer's report of the device showed an error message on the display was observed during review of the device activity logs. Visual inspection of the defib connector showed evidence of fretting which may explain the rep[ort. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.